Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that days after implanting this right ventricular (rv) lead the pacing thresholds had increased thus a repositioned procedure took place. When the helix was retracted no issues were noted with the measurements but once the helix was fixed noise was seen on the pacing system analyzer (psa) and high out of range pace impedance measurements were noted. Pacing failure was also seen and a lead dislodgement was alleged as well as a possible lead fracture. The cables on the psa were replaced however the issue was not resolved thus a new lead was implanted with no issues. No adverse patient effects were reported. The lead will not be returned.